Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, issues related to the sensor board and active exhalation control module were observed. The device's sensor board and active exhalation control module were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and active exhalation control module. The sensor board and active exhalation control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt3) being out of tolerance. The active exhalation control module was found to operate to design specifications.